Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. There were three patient alerts for superior vena cava (svc) lead impedance between (B)(4) 2012 and (B)(4) 2012. The weekly pace lead measurement log data show various spike increases for minimum and maximum svc equal to 104 to 16382 ohms peak between (B)(4) 2010 and (B)(4) 2012. Oversensing and interference/noise was also noted. There were five ventricular non-sustained tachycardia episodes less than or equal to 200 ms between (B)(4) 2012 and (B)(4) 2012. Ventricular short interval count v-sic equaled 399 counts, in 0.84 day, between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported there were 600 short v-v intervals and issues were suspected with the svc (superior vena cava) coil and pace/sense portion of the right ventricular lead. High impedance was also reported. The lead was capped and replaced. No patient complications were reported as a result of this event.